Event description:
Upon assessment of the pt, rn noted several incomplete red circular marks over a previous IV attempt sites. Two on his right inner lower forearm. One on his inner lower right forearm and two on his lower right inner ankle. The shape is consistent with the veinlite used during the IV attempts. No treatments were needed. Areas were left open to air.